Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-13671. It was reported that upon x-ray review lead disconnection from the x-ray was confirmed via x-ray. A surgical intervention took place on (B)(6) 2021 wherein a new extension was used to keep the lead implanted. Patient was stable.